Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date was unknown. Dr stated he needed to take back a patient he did last week for a tha. During the fall, the 52 sector cup with a 36x52 neutral liner had spun out. Once the cup and liner were removed, he pulled the 5hi actis stem along with the 36x1.5 ceramic head. He implanted a competitors cup with a dm liner. He then broached up to a sz 6 actis stem. That was implanted along with a 28x1.5 ceramic head. Doi: unknown; dor: (B)(6) 2021; affected side: left hip.